Event description:
It was reported that a patient underwent a sling procedure on an unknown date. At a follow-up visit, the patient complained of a urinary tract infection. A culture performed was negative. Recently, the patient complained of discomfort and an inability to engage in sexual activity. Additional information has been requested.

Manufacturer narrative:
(B)(4) - dyspareunia; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.